Manufacturer narrative:
The received device was found to have a kink near the tip of exposed soft cannula portion, cracks were observed on the pod top housing, but it could not be determined when these damages on soft cannula and top housing occurred. The formed needle was visible through the exposed portion of the soft cannula. Linkage assembly was seen not fully retracted from external view. After opening the pod, both the linkage assembly and the formed needle were found fully retracted. This indicated that there was a misalignment between the linkage assembly and top housing, causing the formed needle to not fully retract. The exposed formed needle did not impact the ability of the device to deliver insulin. No abnormalities were found on the download data that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 400 mg/dl, while wearing the pod on the abdomen between 4 and 24 hours. A new pod was applied to treat the hyperglycemia.